Manufacturer narrative:
E. Initial reporter event site name (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), damage to the ac line cord reel assembly was identified on the cardiosave intra-aortic balloon pump (iabp). No patient involvement or harm was reported. The ac power cord reel assembly (d012-00-1688-21), located within the cardiosave hospital cart, was replaced to correct the issue. Following replacement, the unit successfully passed all functional and safety tests in accordance with the manufacturer¿s specifications.